Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus cable was cut through and the tip was bent. It was also noted that the link electronic module (lem) failed incoming tests. The paper tray was nearly empty. Both cord bay latches was broken. Both keyboard hinges were broken. The left keyboard cover sliding rail was broken. The lower bullets were missing. Errors were found in the software logs. The media bay boor latch was broken. The company logo button was missing. The radiofrequency head was the wrong type with the short cable. The radiofrequency head was exchanged for the long cable version. The lem board was replaced. The stylus was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.